Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal procedure, tacks did not have the right position or engagement and stay a little more outside of the device when the surgeon made pressure on the handle around ten times. Another device was used to complete the procedure. There was no patient injury.